Event description:
The pt reported pain at the implant site. The pt was prescribed a muscle relaxant and over the counter pain medication. The pt was reprogramming and is reportedly doing well.

Manufacturer narrative:
The pt's system remains implanted and the pt is receiving adequate therapy. This is the final report.